Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reported understanding how to reset the device and successfully completed a reset without further issues. The malfunction code did not reoccur, and the customer resumed using the pump for insulin delivery independently.